Event description:
The pt tripped and fell onto her knees. Afterward the pt felt stimulation sensation in only one spot instead of covering her pain as before. The pt was in contact with her hcp and field rep. Add'l info has been requested. A follow-up report will submitted if add'l info becomes available.